Event description:
During a percutaneous transluminal angioplasty (pta) to the left subclavian vein, the balloon of the maxi pta balloon catheter ruptured during the fourth inflation at unk pressure. After the balloon rupture, the balloon could not be retrieved into the brite tip sheath introducer (si); therefore, both products were removed together. Upon retrieval of the brite tip si, the tip of the sheath was found frayed and could not be re-inserted for use. The balloon was not removed from the pt and readvanced for inflation. There was no dissection. There was no separation in the balloon. There was difficulty encountered retrieving the balloon back into the sheath, but there was no tracking difficulty experienced. There were no kinks in the device or the sheath introducer. There was no force applied to remove the device from the sheath introducer. There was no separation in the si. There were no other noted anomalies. A braun indeflator was used for the procedure. Another sheath (brand unk) and competitor's balloon was used to treat the lesion. The procedure was successfully completed. There was no adverse consequence to the pt. The pt is in stable condition. The product will be returned for analysis.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2008-00878 and 9610978-2008-00089. This product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.